Event description:
The customer contact reported during start up the device touchscreen would not calibrate. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed and would not calibrate. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond. The probable cause of the touchscreen not responding was due to corrosion which was caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.